Manufacturer narrative:
Age at time of event: patient is 18 years or older. Device evaluated by MFR: a promus premier select ous mr 16 x 2.75mm stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks and a break 20.6cm distal to the distal end of strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11mar2021. It was reported that shaft break and crossing difficulties were encountered. Vascular access was obtained via right radial artery. The 90% stenosed, 14mm x 3.00mm, concentric, de novo target lesion containing a >=90 degrees bend was located in the severely tortuous and moderately calcified left anterior descending artery. After crossing the lesion with a 6f ebu 3 guide catheter and a non-bsc guidewire, pre-dilatation was performed with a 2 x 12 maverick balloon catheter. A 16 x 2.75 promus premier select drug eluting stent was advanced but failed to cross the lesion. When the physician tried further advancing the stent, the hypotube broke at 10-12cm from the proximal end. The device was completely removed from the patient's body and the procedure was completed with another of same device. Post-dilatation was performed with a 3 x 12 nc quantum apex balloon catheter. There were no complications reported and the patient status was stable. However, device analysis revealed shaft break occurred at 20.6cm distal to the distal end of strain relief.